Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with a software error detected. The patient's blood glucose at the time of incident was 77 mg/dl. Troubleshooting was not completed. The insulin pump will be returned for analysis and a replacement device will be shipped to the customer.

Manufacturer narrative:
Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected pump error alarms during testing however, the formatted history file confirmed pump error alarm, line number 3, due to a software error. Pump received with scratched case, pillowing keypad overlay, and minor scratched lcd window.